Manufacturer narrative:
(B)(4). This complaint is for a report of peritonitis. This complaint is not confirmed and the assignable cause is undetermined. A review of all batch record documents was performed for potentially associated lots with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received by baxter global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(4) with supplemental information received from the peritoneal dialysis nurse (pdn) of peritonitis with stenotrophomonas maltophilia in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported by the consumer. On an unreported date, the patient received an unspecified medication (dose, route, form, and frequency not reported) which resulted in peritonitis on (B)(6) 2011. The patient reported being hospitalized on the same day for the peritonitis. Treatment was not reported. The patient reported being discharged from the hospital on (B)(6) 2011. At the time of this report, it was reported that the patient was recovering from the peritonitis and therapy with dianeal was ongoing. The action taken with the unspecified medication was not reported. Concomitant medications were not reported. The consumer did not provide an opinion of causality in relation to dianeal, but stated that the unspecified medication caused the peritonitis. On (B)(4) 2011, baxter product surveillance contacted the peritoneal dialysis nurse (pdn) and received the following information. The pdn verified that the patient had the peritonitis in (B)(6) 2011 and not in (B)(6) 2011 as previously reported by the consumer. The pdn stated, 'the patient is confused' (exact date of diagnosis and dates of hospitalization were not specified). The pdn verified that the peritonitis was not caused by a medication. The pdn stated the peritonitis was caused by stenotrophomonas maltophilia which is a rare bacteria which is seen occasionally in patients with catheters. The pdn explained that the patient was confused in thinking that a medication caused this episode of peritonitis because he had an unrelated clostridium difficile infection in the past (dates unspecified), which he received while taking an unspecified antibiotic. The pdn verified the c. Difficile infection was not a peritonitis episode, not related to pd therapy, and stated it was a separate incident not related to this peritonitis incident (details not provided). The pdn stated that the patient has recovered from the peritonitis event and is currently doing fine. No further information was reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The product code and lot number of this product are unknown at this time; however, the brand name and 510k number of the potential product codes and lots are the same; therefore, they were provided. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.